Manufacturer narrative:
The insulin pump alarmed button error, had no b button and act button response due to flattened b button and act button dome switch. We were unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. No moisture damage inside insulin pump noted. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer was trying to bolus when alarm occurred. Customer's blood glucose was 253mg/dl. Customer stated the act button does not feel like it mashes down, but the b and esc button do. Advised customer the insulin pump will be replaced.